Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose level was 272 mg/dl. Customer declined to further troubleshoot with tandem technical support, but confirmed that a new cartridge was loaded and insulin delivery was resumed.